Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to twisting off the needle cover, which led to a bent cannula. The patient's blood glucose level was high and was treated with a correction bolus via pump. The infusion set had been in use for twelve hours. The issue occurred with a total of five infusion sets. No additional information was available.